Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "500:320:654:0000 ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 500:320:654:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a key being pressed for more than 50 seconds, other than the on/off key. No repair was necessary to correct this condition. Failure code 500:320:654:0000 indicates a condition of a stuck key (any key except on/off charge key pressed for more than 50 seconds).